Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, lost consciousness and was taken to the emergency room by paramedics. Exact bg value was not provided. Reportedly, the customer completed the load process and completed the fill tubing step twice prior to experiencing the low bg. The customer potentially completed the load fill tubing step while connected to the pump. Ultimately, the cause of the low bg could not be confirmed. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.